Event description:
Medtronic received information that a axium coil couldn't be detached. The patient was being treated for an unruptured, saccular aneurysm in the cavernous sinus and ophthalmic artery segments. The max diameter was 5mm and the neck diameter was 3mm. The patient's blood flow was normal and vessel tortuosity was moderate. The devices were prepared as according to the instructions for use (IFU).  The physician attempted to detach with the instant detacher 2 times. 2 manual attempts were made via the hypotube. No symptoms were reported.  Ancillary devices: echelon microcatheter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the axium coil was returned for analysis within a shipping box and within a plastic bio-pouch. An opened axium outer carton (a996551) and opened axium inner pouch (a996551) were returned within the shipping box. ¿ visual inspection/damage location details: the axium pusher was found broken at the hypotube break indicator (hbi) at ~180.2cm from the distal end of the pusher. No bends or kinks were found with the axium pusher. The release wire coin was found against the lumen stop, the shield coil was found intact, and the implant coil was found still attached to the pusher. The implant coil was found damaged and had lost its original shape. The release wire was accessed and pulled, detaching the implant coil. The release wire was found to have broken ~28.5cm from the distal end. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed as the implant coil was found still attached to the pusher. As the release wire was found broken within the pusher this is likely to cause non-detachment of the implant coil. However, the cause for the broken release wire could not be determined. Regarding the damage found with the implant coil, damage can occur if the device is advanced against resistance. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.